Event description:
The customer reported between two (2) to three (3) milliliters of fluid (diluent) leaked outside the instrument, near the blood sampling valve (bsv) involving coulter lh 750 hematology analyzer. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat during the event. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of operator injury or adverse effect associated with this event. The facility has an exposure control/risk management protocol in place. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) determined the fluid leak was due to cut in tubing at the metal fitting on the blood sampling valve (bsv) wire marker (wm) 12. The fse replaced the tubing and resolved the issue. The fse indicated only reagents pass through this tubing. The instrument conformed to the manufacturer's published performance specifications. (B)(4).